Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4)

Event description:
The customer stated that quality controls were outside of range for the elecsys ft4 ii assay (ft4) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Therefore, the customer repeated all patient samples that had been tested after the last good control run. The customer provided data for a total of 214 patient samples that were repeated. Of these, two had erroneous initial ft4 results. The first sample initially resulted as 16.36 pmol/l and repeated as 13.58 pmol/l. The second sample initially resulted as 18.23 pmol/l and repeated as 15.05 pmol/l. The erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 288197. The reagent expiration date was asked for, but not provided. The field service engineer performed preventive maintenance on the analyzer and changed both measuring cells. The issue was resolved by this maintenance.

Manufacturer narrative:
The customer has not had any further issues. The investigation was unable to find a definitive root cause.